Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer filed report.

Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported that the plaintiff experienced dyspareunia, discomfort and pain. Furthermore, it was reported that the plaintiff died. No cause of death reported. Related to MFR report 2183959-2014-39532 and 2183959-2014-39531.